Manufacturer narrative:
The field service engineer (fse) replaced motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device powered down while on a patient. The customer attempted to power the device back on but was unable to. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Onsite service is currently pending. Investigation is ongoing.

Manufacturer narrative:
H11: a field service engineer (fse) went onsite and replaced the power management (pm) printed circuit board assembly (pcba) to resolve the issue. The fse replaced pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.